Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 3mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use and was withdrawn from the patient. There were no reported injuries to the patient. Additional information was requested was not provided. A non-sterile unit of ¿powerflexpro 3mm10cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing an axial burst condition from the proximal area until the middle of the balloon. The balloon was returned not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. The reported event of ¿balloon burst¿ was observed through analysis of the returned device since an axial tear was noted on the balloon and inflation pressure was not able to be maintained. The cause of the reported issue could not be determined. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device, such as issues with concomitant devices or calcification/stenosis of the vessel. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon on a 3mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use and was withdrawn from the patient. There were no reported injuries to the patient. Additional information was requested was not provided. The device will be returned for evaluation.

Event description:
As reported, the balloon on a 3mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use and was withdrawn from the patient. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.